Event description:
On 02/18/2014, the distributer contacted animas and reported a blank display screen. The audible tone feature reportedly was working on the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed no evidence of errors, alarms or warnings (eaw) related to complaint. Alarm history indicated one eaw alarm on (B)(6) 2013. The pump was powered on with the returned battery cap. The display fully illuminated. The pump cover was removed; there was no evidence of moisture or loose components found inside the pump. The reported blank display screen was not confirmed during testing. No defects were found with the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.